Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823111) was implanted due to hydrocephalus approximately 10 years ago with an unknown setting. Contrast imaging confirmed that there was a poor flow of cerebrospinal fluid (csf) on the distal side of the device. Therefore, the device was removed and replaced with a new one on an unknown date. The valve chamber was damaged when it was removed. According to information provided, it is unknown if the patient experienced any signs or symptoms.

Manufacturer narrative:
The hakim valve (ID ns9002) was returned for evaluation. Device history record (DHR) - the product code ns9002 with lot 3426959, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 30 mmh2o. The valve was visually inspected; cut and tear mark noted on housing and on the distal catheter. The valve was hydrated. The valve passed the test for programming and occlusion. The leak, reflux and pressure tests could not be performed as the device was broken. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the motor and on the seat of the ruby ball and on base plate. Root cause analysis - the possible root cause for the issue reported by the customer, is due to biological debris and protein build up interfering with the valve in view of the biological debris found during the investigation. The root cause for the ¿cut mark on the housing and catheter¿ is due to a sharp or pointed object coming into contact with the valve or atypical handling, as noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance.

Event description:
N/a.